Event description:
It was reported the customer's infusion set was defective. The customer also reported their reservoir was leaking near the tubing area. The customer declined to troubleshoot. Customer's blood glucose was 246 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.